Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted on due to physical damage, insulation, lead body and pacing not delivered when required. No additional adverse patient effects were reported.